Event description:
Procedure type: roux-en-y. According to the reporter: after firing, anvil did not tilt. The anvil was tilted manually and the device could not be removed. Oozing bleeding was noticed and a part of esophagus was torn. The surgeon manually sutured the area to complete the procedure. No patient information was available.